Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 28jul2020.

Event description:
The customer reported a ventilator with a primary alarm failure. This event was stated to have occurred prior to use. It was reported that there was no harm to any patient.

Manufacturer narrative:
G4:16dec2020. B4:21dec2020. D4: UDI#:(B)(4). The visual inspection of the returned speaker assembly revealed no evidence of damage or contamination. A failure investigation (fi) technician installed the speaker assembly into a fi ventilator to duplicate the reported issue of alarm led failure. The fi technician identified hat a electrical open in the speaker created the primary alarm failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 08aug2020. B4: 19aug2020. H11: h6: patient code updated: the device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported h10: the customer reported that the ventilator experienced an alarm led failure. The manufacturer's international service technician evaluated the device, duplicated, and confirmed the reported issue in the repair center. The primary alarm failure error also displayed and confirmed in the diagnostic report (drpt). The service technician replaced the primary speaker 1 and the phenomenon was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.